Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified. A review of all batch record documents was performed on h11j04132, h11i12011 and h11h29124 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially a customer contacted baxter technical services regarding an unrelated alarm on the homechoice after use for peritoneal dialysis (pd) therapy. Baxter product surveillance contacted the home patient (hp) to follow up on the alarm and during the conversation the hp stated that upon consulting with her registered nurse (rn), the hp was diagnosed with peritonitis. On (B)(4) 2012, baxter global pharmacovigilance (gpv) received the following additional information during follow up with the hp and the peritoneal dialysis nurse (pdn). The hp stated that she had peritonitis for the past 2 weeks (dates unspecified). Causality assessment was unknown. The patient would not provide any further information. On the same date, gpv contacted the pdn and received the following additional information. The pdn stated the event of peritonitis was not related to the dianeal solution, homechoice machine, device or components. The pdn declined to provide baxter with any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.